Manufacturer narrative:
We are in the process of collecting and analysing the data. Conclusions will be provided in the final report. UDI number (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
Analysis of the previous complaints showed that the unintended bed movement could be related to the damage of the side rail control panel resulting in the button stuck in the activated position. In the complaint at hand the control panel was defective, the plastic cover was damaged, but the arjo service technician confirmed that none of the buttons was stuck. The device evaluation revealed that the control box (an enclosure that houses electrical components used to manage and control electrical bed functions) was faulty. Due to that, the actuator was triggered when the technician unplugged the bed and the bed moved unintentionally. Additionally, the faulty control box activated the CPR alarm. Based on the complaints and service repair records review, the control box was in use for over 6,5 years. It may suggest that it could fail due to normal use. According to citadel plus instruction for use (IFU 831.374-en) a full test of all electrical bed positioning functions should be conducted weekly. If the result of this test is unsatisfactory, arjo or an arjo-approved service agent should be contacted. To sum up, the reported symptom occurred due to the failure of the control box. The arjo device was not meeting its specification as the bed moved without any command given. There was no indication of the patient involvement when the problem occurred. No injury was reported.. The complaint was decided to be reportable due to the allegation of the unintended bed movement.

Event description:
Arjo service technician informed that the actuator of the citadel plus bed frame was activated on its own causing unintended bed movement. Additionally, CPR alarm was activated without any bed movement, control box and control panel on the side rail were damaged.there is no information of the patient involvement when the problem occurred. No injury was reported.

Manufacturer narrative:
Analysis of the previous complaints showed that the unintended bed movement could be related to the damage of the side rail control panel resulting in the button stuck in the activated position. In the complaint at hand the control panel was defective, the plastic cover was damaged, but the arjo service technician confirmed that none of the buttons was stuck. The device evaluation revealed that the control box (an enclosure that houses electrical components used to manage and control electrical bed functions) was faulty. Due to that, the actuator was triggered when the technician unplugged the bed and the bed moved unintentionally. Additionally, the faulty control box activated the CPR alarm. Based on the complaints and service repair records review, the control box was in use for over 6,5 years. It may suggest that it could fail due to normal use. According to citadel plus instruction for use (IFU 831.374-en) a full test of all electrical bed positioning functions should be conducted weekly. If the result of this test is unsatisfactory, arjo or an arjo-approved service agent should be contacted. To sum up, the reported symptom occurred due to the failure of the control box. The arjo device was not meeting its specification as the bed moved without any command given. There was no indication of the patient involvement when the problem occurred. No injury was reported.. The complaint was decided to be reportable due to the allegation of the unintended bed movement. UDI number (B)(6). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Event description:
Arjo service technician informed that the actuator of the citadel plus bed frame was activated on its own causing unintended bed movement. Additionally, CPR function was defective, control box and control panel on the side rail were damaged. There is no information of the patient involvement when the problem occurred. No injury was reported.